Event description:
It was reported that the asymptomatic patient presented for generator change. The patient's right atrial (ra) lead was previously suspected to be fractured and had high pacing impedance values. The ra lead was capped on (B)(6) 2021 and replaced. The patient was stable.